Manufacturer narrative:
A lot history review (lhr) of revj0437 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR for eval, as the device was discarded after the event occurred.

Event description:
On (B)(4) 2014 - it was reported that the power hickman that was placed three years ago fell out while pt was doing laundry. The sutures holding it in place had been removed a few days prior. He stated that the doctor that placed the new one indicated that the cuff may have been absorbed by the body. The pt had to be transported by ambulance to the hosp to have a new line placed.